Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable detached from the collar tip at its end. .a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h-6 - device codes. Correct h-6 from "detachment of device or device component" to "break." Updated sections: g-4, g-7, h-2, h-3, h-6, h-10. Internal complaint number: tw #: (B)(4). A photographic inspection was conducted. One of the connecter collars of the extension cable was broken and sheared off from its original position. The connector collar was dislocated from its original position leaving the inner component exposed. The device was returned to the factory for evaluation on 25feb2020. An investigation was conducted on 12mar2020. Signs of clinical use and no evidence of blood was observed. One of the connecter collars of the extension cable was broken and sheared off from its original position. The connector collar was dislocated from its original position leaving the inner component exposed.the detached connector collar was not returned for evaluation. No other visual defects were observed. Based on the returned condition of the device, the reported failure "break; cord" was confirmed.

Manufacturer narrative:
Trackwise ID #(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable detached from the collar tip at its end. A replacement device was used to complete the procedure. The hospital did not report any patient effects.